Event description:
It was reported that the pt was travelling in a car whist on holiday, after she passed a radar installation, she was apparentaly no longer able to hear any sound through the speech processor. She contacted the clinic who posted her a new speech processor. Unfortunately, this did not resolve the problem. Testing carried out in 2006, showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as follow-up report.